Manufacturer narrative:
The notification of this revision surgery came as a result of routine review of clinical data in this prospective study. Dr. (B)(6) submitted a serious adverse event form to document the revision to total knee arthroplasty (tka). The patient is a female (B)(6) at the time of the original subchondroplasty procedure. The patient was diagnosed with right knee tri-compartmental degenerative joint disease with bone marrow lesions identified on MRI located in the medial tibial plateau and medial femoral condyle. The patient had previously failed to respond to oral pain medications or intra-articular injections. The patient elected to enroll in the study prospective efficacy evaluation of subchondroplasty¿ for the treatment of defects associated with bone marrow lesions and underwent the subchondroplasty procedure performed by dr. (B)(6) on (B)(6) 2015. A total of 10cc of accufill was injected into the medial femoral condyle and medial tibial plateau. No intra-operative images from the initial subchondroplasty procedure were available for review at the time of this investigation. Therefore the accuracy of the accufill placement can not be verified. Post-operative evaluations and patient reported outcomes indicated that the patient received no pain relief from the procedure. The patient's pain and function scores indicated a slight worsening over a 6 month period. The patient indicated worsening of pain with activity which was relieved with rest. The patient elected to undergo tka on (B)(6) 2016. In documenting the tka, dr. (B)(6) provided no description of the accufill injection sites. No mention was made of the need to remove accufill material, bone cuts appeared to be made according to plan, there was no mention of augments ore bone grafting required and no intra-operative complications were described. Dr.(B)(6) reported the serious adverse event associated with the tka as not related to the subchondroplasty procedure and not related to the device. The event appears to be most related to continued progression of the patients pre-existing degenerative joint disease resulting in the patient choosing an elective tka.

Event description:
Clinical subject 9007 had tka after scp.

Manufacturer narrative:
The nature of this complaint is during a (B)(6) study data review in which the investigation is still in progress. When the investigation is complete a supplemental MDR will be submitted. Not returned.

Event description:
Clinical subject 9007 had tka after scp.